Event description:
Synergy china registry: it was reported that patient experienced angina which resulted to additional intervention. In november 2020, the patient was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) extending up to mid lad with 80% stenosis and was 19 mm long with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilation and placement of a 4.00 mm x 22 mm synergy stent system. Following post dilation, the residual stenosis was noted to be 0%. Three days post procedure, the subject was discharged on aspirin and other medication. In may 2023, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Coronary stent was implanted, and medication was given treat the event. Seven days later, the event was considered to be recovered and resolved. The subject was discharged on aspirin and other medication.

Manufacturer narrative:
B2: updated outcomes attrib to adv event. D6a: added implant date. H6: updated evaluation method code.

Event description:
Synergy china registry. It was reported that patient experienced angina which resulted to additional intervention. In (B)(6) 2020, the patient was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) extending up to mid lad with 80% stenosis and was 19 mm long with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilation and placement of a 4.00 mm x 22 mm synergy stent system. Following post dilation, the residual stenosis was noted to be 0%. Three days post procedure, the subject was discharged on aspirin and other medication. In (B)(6) 2023, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Coronary stent was implanted, and medication was given treat the event. Seven days later, the event was considered to be recovered and resolved. The subject was discharged on aspirin and other medication. It was further reported that a target vessel revascularization was performed when the coronary stent was implanted. It was further reported that on (B)(6) 2023, the subject was referred for coronary angiography which revealed 80% stenosis in proximal lad extending up to middle lad which had previously placed study device was treated with percutaneous coronary intervention [target vessel revascularization (tvr)]. Post intervention, the residual stenosis was noted to be 0%. Seven days later, the event was considered to be recovered/resolved and the subject was discharged on the same day.

Manufacturer narrative:
B5: describe event or problem updated.

Event description:
Synergy china registry. It was reported that patient experienced angina which resulted to additional intervention. In (B)(6) 2020, the patient was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) extending up to mid lad with 80% stenosis and was 19 mm long with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilation and placement of a 4.00 mm x 22 mm synergy stent system. Following post dilation, the residual stenosis was noted to be 0%. Three days post procedure, the subject was discharged on aspirin and other medication. In (B)(6) 2023, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Coronary stent was implanted, and medication was given treat the event. Seven days later, the event was considered to be recovered and resolved. The subject was discharged on aspirin and other medication. It was further reported that a target vessel revascularization was performed when the coronary stent was implanted.

Event description:
Synergy china registry. It was reported that patient experienced angina which resulted to additional intervention. In (B)(6) 2020, the subject presented with unstable angina pectoris. Subsequently, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending (lad) extending up to mid lad with 80% stenosis and was 19 mm long with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilation and placement of a 4.00 mm x 22 mm synergy stent system. Following post dilation, the residual stenosis was noted to be 0%. Three days post procedure, the subject was discharged on aspirin and other medication. In (B)(6) 2023, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Coronary stent was implanted and medication was given treat the event. Seven days later, the event was considered to be recovered and resolved. The subject was discharged on aspirin and other medication.

Manufacturer narrative:
Initial reporter phone: (B)(6).